Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the flow sensor was found to be damaged. The device had physical damage. The device's internal battery and flow sensor assembly were replaced to address the issues.